Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and a motor position encoder error. The customer experienced high blood glucose at the level of 427 mg/dl. Troubleshooting was performed. The customer the drive support cap appeared slightly indented. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined troubleshooting for high blood glucose. The customer was advised a replacement will be sent and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with cracked/bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests or verify motor error alarm or motor position encoder error alarm due to cracked/bleeding lcd glass. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker and detached end cap.